Manufacturer narrative:
(B)(4).

Event description:
During the initial procedure on (B)(6) 2011, a maze linear cardiac reusable probe was connected to a ccs-200 cryosurgical system. After the first ablation cycle of 60 seconds the probe was defrosted. During repositioning a "hiss" was heard and the physician removed the probe. After visual examination the physician noticed the probe boiler (tip) separated from the handle. The tip was retrieved from the patient and the procedure was finished with a disposable probe without incident. There was no patient consequence.